Manufacturer narrative:
Correction: f10/h6 medical device problem code. Correction: h6 type of investigation (replace b11 with b14). Correction h11: the device was received for evaluation. During functional testing, the reported problem "failed us occlusion test" was not reproduced. Evaluation sent the device for upstream occlusion testing and it passed. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. No correction is required however the ultrasonic sensor will be calibrated as a precaution. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During functional testing, failed upstream occlusion test was not reproduced. A review of the event history log revealed upstream occlusion messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The ultrasonic sensor will require calibration per service procedure. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed upstream occlusion test. There was no report of patient injury or medical intervention associated with this event. No additional information is available.